Event description:
During use on more than one pt, an air leak in the needle hub and at the "y" junction was noted. "On each occasion, a different needle set-up was used to complete the procedure". An air leak in the unit could have caused a pneumothorax in pt". "No pt injury as a result of the air leaks".